Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms and a driveline disconnect alarm were confirmed by review of the submitted log file. The submitted log file contained approximately 9 hours of relevant data on (B)(6) 2024 (1:32 to 10:48 per timestamp). Intermittently throughout the data while the controller was connected to 14v battery power, atypical power cable disconnect alarms were observed. These alarms activated due to the relative state of charge (rsoc) of the black power cable briefly dropping to ~0v and activating rsoc invalid faults. One atypical low voltage advisory was also activated due at 10:38:52, due to the rsoc of the black power cable fluctuating below the designed low voltage alarm threshold. These alarms appeared to intermittently resolve on their own and did not impact the ability of the controller to operate the pump. At 10:46:31 on (B)(6) 2024, it appeared that the driveline was disconnected from the controller, and driveline disconnect, low flow, and pump off alarms were activated. Shortly later at 10:48:49, the controller shut down sequence was initiated. The driveline was not reconnected to the controller throughout the remainder of the data. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional details surrounding the event, the patient, and the troubleshooting performed, but no response was received. The root cause of the atypical power cable disconnect alarms cannot be conclusively determined through this analysis. The root cause of the driveline disconnect alarm appears to be related to a controller exchange being performed; however, the reason for the exchange is not known. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and power cable disconnect alarms. The heartmate 3 patient handbook (rev d - section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for a routine clinic. There was a driveline disconnect, followed by a pump stop on (B)(6) 2024 between 10:46 and 10:48. The patient stated they did not even know how to do that. Their nursing home staff was unaware of how to unplug the driveline. Log files recorded several atypical power cable disconnect events while connected to battery power on (B)(6) 2024. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. Motor function was not affected by these events. A driveline disconnect event was recorded at (B)(6) 2024 at 10:46:31. A silent alarm button pressed event was recorded at (B)(6) 2024 at 10:46:51 and again at 10:48:29. A system controller shutdown sequence started event was initiated at (B)(6) 2024 at 10:48:49. Related pump is reported under manufacturer report number 2916596-2024-00469.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.